Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a sample for accutni and obtained a result of 0.63ng/ml. The erroneous result was not reported outside of the laboratory. It is unknown if there was an affect to patient or user with regards to this event.

Manufacturer narrative:
Sample is plasma from a li heparin tube and centrifuged for 5 minutes. The instrument is programmed to automatically repeat all accutni results above customer's set cutoff. Customer noticed the accutni results were not repeating and ran qc which was within specifications. Customer support hotline had the customer run a diagnostic system check. This passed specifications, however, one parameter was at the higher specifications limits. The customer tried calibrating accutni and received wash valve/pump motion errors. The customer support hotline talked the customer through cleaning the wash valve and instructed them to perform another system check to verify the system. The system check failed with a qns flag on the first cup. A field service engineer (fse) was on site in 2009: fse found that aspirate probe tubing was routed through a wiring harness. Fse replaced the internal seal on the wash pump and the internal seal of the wash valve, along with replacing the timing belt of the wash pump. System check and qc were all within specifications. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.